Event description:
It was reported that during surgery the tibial impactor bumper was chipped. It malfunctioned within the patient and all pieces were removed. S+n backup was available. No delay to procedure or injury to patient.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned impactor confirms bumper has multiple burrs, scratches and deep gouges in it. This device shows signs of significant wear/use. This device was manufactured in 2010. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.